Event description:
As reported by physician's office, pt involved in alleged incident was 69-year-old female. Her diagnosis was reported as code 173.4, other neoplasm of scalp, neck and/or skin. The alleged device involved was tissue expander. Reportedly, the physician prepared the pt for surgery and pt was anesthetized. At some point during surgery, physician determined the alleged tissue expander was too wide. Surgery was terminated and the pt was sutured up. No add'l trauma, injury or impairment to the pt was reported. Alleged device was returned to MFR. Measurements revealed a length dimension of 31 cm. Width dimension appeared to be more than 7 cm. It is noted that the alleged device is one of the largest expanders manufactured. It is a "two-staged" expander and at full expansion holds 1500 cc and has a thickness/height measurement of 8cm.